Manufacturer narrative:
A field service engineer (fse) was at the customer's site and found the failed reproducibility for the wbc and hgb parameters. The failed reproducibility of the wbc parameter is related to a clogged wbc bath and the cause of the failed reproducibility for the hgb parameter is related to a faulty hgb lamp. The fse replaced the wbc bath and hgb lamp resolving the reproducibility failures. The fse was not able to reproduce an active leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported approximately 1 ml of uncontained clear fluid leaked from the ac.t diff 2 analyzer onto the counter while rebooting the system. There were no error messages reported by the customer at the time of the event. However, the customer also stated she had difficulty with startup, controls, and reproducibility recovering within specification during the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.